Manufacturer narrative:
Routine troubleshooting with beckman coulter (bec) customer technical support (hotline) appeared to resolve the issue and service was not initiated. The customer found a loose fitting which attaches tubing to reagent probe b and tightened the fitting to correct the leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) technical support that their unicel dxc 800 synchron system leaked at reagent probe b. Technical support reviewed the remote management system (rms) for the instrument and observed "cc cuvette not dry before first reagent dispense" errors generated by the instrument. The operator wore personal protective equipment consisting of a lab coat, gloves and eyewear while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.